Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with 150 units of insulin. The customer's blood glucose level was 457 mg/dl, and was addressed with a correction bolus. Reportedly, the customer load a new cartridge and completed the load process successfully.